Event description:
Two stp107 nail extraction tips fractured during use while attempting to extract an intramedullary nail using a mallet, with a portion remaining within the connector shaft. All fragments were removed intraoperatively, and the procedure was completed using alternate instrumentation. No patient injury occurred. Follow-up with the reporter confirmed that the initial "required intervention" reflected fragment removal and not treatment of patient harm.

Manufacturer narrative:
Shukla medical received a complaint regarding breakage of an extraction tip (tip, male 5/16-18 unc-2a) during a surgical procedure involving nail removal. The device fractured at its intended break point during use, and the procedure was completed successfully with removal of the implant components. The event was initially reported by the user facility as a "serious injury" due to selection of a response option indicating intervention was required. Follow-up communication with the reporting clinician confirmed that no patient injury, adverse clinical outcome, or complication occurred. The intervention referenced was limited to removal of device fragments, which is consistent with the intended use and expected performance characteristics of the device. No patient harm was reported or identified. The device was not returned to the manufacturer; therefore, no further evaluation was performed. Based on the available information, this event is classified as a device malfunction involving fracture/breakage without associated injury. Shukla medical has not identified any trend or systemic issue related to this event at this time.